Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the customer's reported complaint. The instrument was found to have a broken grip cable at the distal end. The root cause is attributed to component failure. No image/video investigation required as no image or video clip for the reported event was submitted for review. A review of the instrument logs for the mega needle driver instrument (part# 470194-05 / lot# n10210816-0182) associated with this event was performed. The instrument was last used on (B)(6) 2022 on system serial# (B)(4) for a benign hysterectomy procedure. The alleged event occurred on the 10th use of the instrument. There are no additional lives left on the instrument. This complaint is considered a reportable event due to the following conclusion: it was alleged that during a da vinci-assisted benign hysterectomy surgical procedure, the mega needle driver instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure with no patient injury. Failure analysis investigation of the returned instrument revealed a broken grip cable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the mega needle driver instrument broke while it was inside the patient. Fragments reportedly fell into the patient but were retrieved during the same procedure. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) has followed up to obtain additional information, however, no further details have been received as of the date of this report.